Event description:
It was reported that the patient underwent a spinal surgical procedure at t6-t11 with a t9 tumor. It was reported that the setscrew cross threaded. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.